Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow button is not working well. It must be pressed hard to induce a response. The other buttons function normally. No cracks/tears in keypad and no trauma or water exposure are reported. The pump is worn in a pocket and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2014 with the following findings:testing confirmed intermittent responses to button presses on the 'up' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'up' and 'contrast' buttons engage. The 'down' and 'ok' buttons respond to user input. No visible damage on the keypad. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Unrelated to the complaint, the battery compartment is cracked below the finger pad extending down to the primary seal and the text on the display screen is dim/faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.